Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the health care provider (hcp) was attempting to remove a catheter from the pump, he could not get it to release. The hcp was squeezing the two black dots on the connector and it would not release. The silicone sleeve then started pulling away from the inner metal part. He disconnected the old sutureless connector and replaced it with a new one. The location of the issue was at the pump connector and a replacement was required as a result of the event. The patient¿s status was alive with no injury and there were now patient symptoms associated with this event. Additional information received reported that the catheter aspirated easily and the daily dose was resumed as it was preoperatively. The new pump was placed easily with a new sutureless connector. The pump was infusing gablofen (baclofen). It was noted that the surgery was a prophylactic removal of the pump to avoid in-vivo battery depletion. The patient recovered without sequela. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11193r39, implanted: (B)(6) 2002, product type catheter; product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4). Analysis of the catheter confirmed that the sutureless connector had coring tears/cuts in the seal which met the leak criteria. Analysis also confirmed that the difficulty with the sc connector led to the explant of the connector.